Event description:
It was reported that the vascular sheath was ruptured. No other information provided. It was stated this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed but the exact cause remains unknown. Four photo samples of a microez microintroducer were returned for evaluation. The first image shows the distal portion of the dilator and sheath. A longitudinal split in the sheath is visible in the sheath tip. No additional deformation is visible. The next three images show deformation on the sheath tip, which appears to be bunched inwards. It could not be clearly determined if each image showed different devices. Based on the information provided, possible contributing factors include damage during handling and advancement against resistance. Since damage on the microintroducer sheath was observed to be present in each image, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3073 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported that the vascular sheath was ruptured. No other information provided.